Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained oversensing episodes were noted on the patient's right ventricular lead. Some of them appeared to have been far-p oversensing. However, further review showed events appeared at other time-frames which did not suggest this, that is, after the r-wave and before the t-wave. Isometric testing and gentle pocket manipulation to see if the noise was reproducible were discussed, but not performed. There were no patient consequences, and the patient will continue to be monitored.

Event description:
New information received noted that the lead also exhibited fracture, seen via x-ray. The lead was capped and replaced on (B)(6) 2019. The patient was stable.